Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and stroke on (B)(6) 2019 with blood glucose of unknown. Caller stated that she went to the hospital to the emergency room. Customer was treated with bolus and manual injection. Customer does not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was unable to perform high pressure test at that time. The insulin pump will not be returned for analysis.